Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen1970 showed no similar product complaint(s) from this lot number.

Event description:
It was reported that as per complainant notification, after successful insertion of PICC line to patient now the gravity flow rate of the medicine is reduced they maintain the catheter properly. Flush as per the protocol but the flow rate got impacted. There is no injury to the patient reported in this incident.